Manufacturer narrative:
Terumo cardiovascular systems has received the actual device; however, an investigation has yet to be completed. Terumo will be submitting a follow-up report when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that during a scheduled atrial septal defect (asd) repair on a (B)(6) patient, blood was observed in the raceway of the cardioplegia roller pump. The perfusionist on the case immediately stopped the pump and clamped the blood supply line from the oxygenator to the cardioplegia kit. Blood loss was estimated at less than 150 ml. The cardioplegia kit was not changed out, and the surgery was completed successfully. No clinical issues were observed postoperatively.